Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166033 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m166033 and test base part number 190-430 / lot m166033. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166033 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2021-03573, 1221359-2021-03574, 1221359-2021-03575.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 3 of 3. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The initial ID now covid-19 assay test performed on (B)(6) 2021 generated negative results. Repeat testing was performed and generated positive results. Confirmation testing with cephied generating negative results. The customer stated the patient was asymptomatic. The customer reported the patient experienced delay in discharge to rehab facility due to the test results. The customer confirmed there was no patient harm due to the test results.